Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6): product type accessory the communicator was returned and analysis found a loose usb charging port connector and the micro usb interface was damaged (broken support bracket and burnt l3 diode on charge board). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consume regarding a patient receiving fentanyl via an implantable pump. The indication for use was n on-malignant pain. The patient¿s friend/family member reported that communicator will not a hold a charge, then stated they meant it will not take a charge. They have tried different cords and outlets, but this did not resolve the issue. When asked the event date, the reporter sated they think it was ¿recent, then stated ¿recent, just in the last day or two¿. The reporter mentioned that the port of the communicator has appeared loose when plugging into the outlet, and that it is not flush when they've tried all the cords. An email was sent to the repair department to replace the device. The communicator will not take charge or turn green despite trying other cords and outlets. The port has appeared loose, and cords will not fit flush within the port. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: (B)(6) 2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.